Event description:
Surgeon using stapler fired device and device would not release from pt therefore the staple was stuck. Staple was able to be removed from pt with no injury. Surgeon attempted refire to check device and device would not release. Device removed from room. No harm or adverse outcome to pt.